Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU) was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.

Event description:
This was a long (3 hrs) and unsuccessful peripheral intervention of a left mid-cfa lesion for an obese pt. Heparin was administered. The physician had difficulty obtaining access with the 19g needle, but succeeded and access was normal. Multiple attempts were made to insert the latchwire without success. The physician speculated that the latchwire may have been going up a side branch. The access needle was removed, pressure held, and access was obtained via her right leg using a cross-over sheath. At the end of the procedure, the sheath was pulled when act measured 214. Pressure was held and hemostasis checked intermittently up to 25 minutes, however each time bleeding resumed. While holding manual pressure, the pt's blood pressure was elevated and measured 250/110. A femostop was applied without success. A large hematoma formed. An ultrasound performed to image the hematoma revealed a pseudoaneurysm. Surgery was undertaken to repair pseudoaneurysm. The hematoma resolved with a femostop and manual pressure. Unrelated to the axera procedure, the pt was scheduled for a fem-pop bypass surgery. The pt recovered with no further sequelae.